Event description:
The surgeon implanted a lens but it tore in half while being inserted. The lens was removed with no pt injury, the incision was not enlarged. The nurse stated it was unk as to why the lens tore. An mtc60c fp cartridge was used but the nurse was unable to recall the lot number, nor the model and lot number of the injevtor. The nurse was unable to provide the pt's weight.